Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 5 months post implant of this 25mm bioprosthetic aortic valve in a pediatric patient, the valve was explanted and replaced with a valve of a different model. The size of the replacement valve is unknown. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 5 months post implant of this 25mm bioprosthetic valve in the pulmonary position of a pediatric patient, the valve was explanted and replaced with a 29mm valve of a different model. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that the valve was explanted due to pulmonary stenosis and severe regurgitation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.